Event description:
A customer reported that the adc device low glucose alarm failed to trigger. As a result, the customer experienced a loss of consciousness and a fall that resulted in a head wound, sprained foot, swollen right leg, wound on the right leg, and various contusions all over the body. The customer self-treated with ¿two glucopur tablets¿ and then the son called the firefighter who arrived and obtained a blood glucose result of 148 mg/dl on their meter. The customer was taken to a hospital where they were provided doliprane, ¿pain anti fusion in infusion,¿ and serum as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device low glucose alarm failed to trigger. As a result, the customer experienced a loss of consciousness and a fall that resulted in a head wound, sprained foot, swollen right leg, wound on the right leg, and various contusions all over the body. The customer self-treated with ¿two glucopur tablets¿ and then the son called the firefighter who arrived and obtained a blood glucose result of 148 mg/dl on their meter. The customer was taken to a hospital where they were provided doliprane, ¿pain anti fusion in infusion,¿ and serum as a treatment. No further information was provided. There was no report of death or permanent injury associated with this event.